Event description:
It was reported that the patient presented for an implantable cardioverter-defibrillator (ICD) change procedure. Upon interrogation, the right atrial lead exhibited noise episodes and a decrease in p wave amplitude. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.